Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. Concomitant medical devices and therapy dates, robotic assisted saw interface devices left, (B)(6) 2022. The device serial or lot number was unknown; therefore, UDI: (B)(4).unknown device manufacture date is unknown. The device serial or lot number is unknown

Event description:
This is report 4 of 8 for the same event. It was reported that during checks of the left and right robotic assisted saw interfaces (sasi) devices, it was observed that the devices did not have a stable solid fixation. The reporter stated that the right sasis were fixed with various amounts of toggle. It was further reported that the left sasis appear to have significantly more play than the right sasis. Additionally, the reporter stated that the clamp lever arm on one of the right sasis, at the point of attaching the saw interface to the robot, popped up. The reporter stated that the device was fully clamped and appear to not be tight enough at initial connection. It was noted that the surgeon re-clamped the device. It was not reported if there were any delays in a surgical procedure. It was not reported whether there was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the device lot number was unknown in the initial report and has been updated accordingly. The device UDI has also been updated. UDI: (B)(4).

Manufacturer narrative:
All video evidence and returned device examination found that the sasi components were loose, therefore the reported condition could be confirmed. The assignable root cause could not be determined. The reported condition of connection issue is being addressed through CAPA. A manufacturing record evaluation was performed for the finished device and no non-conformances related to process controls and did not impact on the overall product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.